Event description:
It was reported to baxter (B)(4) that the reservoir of a half-day infusor device ruptured during patient use but likely prior to infusion. The intended infusion was a solution of 2.5 grams of desferioxamine in 50ml of water for an overnight infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.